Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the working end is broken off. The surface is not longer in the delivered condition. The investigation was carried out visually. The taped surface and also the foreign labeling are indicators of a third party maintenance, presumably carried out in april 2011. The analysis of the fracture pattern illustrated a forced fracture due to overload. A review of the device and manufacturing history records was not possible because the lot number is unknown. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to an insufficient usage. Due to a long term-use since 2011 it is excluded a design or production related error. Since this is not a fatigue-fracture, a breakage due to an overload situation is obvious. Based on the third party maintenance it can no longer guaranty a function according to OEM specification. The current failure rate is within the risk analysis and therefore acceptable. A CAPA is not necessary.

Event description:
(B)(6). In the context of a therapeutic curettage the curette broken out. The loop of the curettage remained in uterus. Removal not possible. Decision to vaginal hysterectomy.